Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields d9, h4, h6. The device was returned to olympus for inspection, and the customer's report was confirmed. Also, the following reportable malfunctions were found during evaluation: all led (light-emitting diode) of front panel glowing continuously due to faulty power supply, error b30 coming with 190 series scopes due to faulty printed circuit board. The following non reportable malfunctions were found during evaluation: dust inside the unit and wire found corroded. Based on the results of the investigation, it is presumed that no image, all led (light-emitting diode) of front panel glowing continuously and b30 error occurred due to power supply unit failure and printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service officer reported (on behalf of the customer) that the evis exera iii video system center had a no image issue. The issue was found during a routine maintenance and there was no procedural involvement. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.